Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The investigation was completed by our experts. During the conducted investigation, the involved customer service engineer (cse) checked the concerned system and analyzed the log files. The log file analysis showed that the x-ray release was not possible anymore; however, all system movements were still available. Upon closer investigation by the cse, a defective circuit breaker on the power supply of the hospital could be identified. Following the exchange of the circuit breaker by the in-house hospital technicians, the system was brought back to specifications. Thus, according to expert opinion, the defective circuit breaker on the hospitals power supply was determined as the relevant root cause. No parts on the system needed replacement and no corrective was action necessary.